Manufacturer narrative:
Product analysis: visually, the inner shaft was broken approximately 0.55 inches from the distal end of the inner hub. There was deformation in the distal outside diameter of the inner hub. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.357 inches in the deformed area which was out of specification. The hub bushing was rough and worn. The hub seal was in place but was worn. Functional testing could not be performed due to the broken state of the device. There was an out of specification condition that was related to the complaint due to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for repair with no customer comments.